Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - clinical code. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information was requested, and the following was obtained: this is regarding her total knee arthroplasty on her right knee. The original date of surgery was on (B)(6) 2023. She had three subsequent washouts for reactions from the vicryl stitch. Everyone had vicryl stitch in it except for the last one. Three washouts were on (B)(6) 2023, on (B)(6) 2024. All aspirations of the knee joint itself were negative. On her last visit, she was doing well. Her suture was used to approximate the medial parapatellar arthrotomy and then oversewn with #2 interlocking quill. The antibiotic sutures #1 were also used in the deep subcutaneous tissue and 2-0 antibiotic sutures were used in the subcutaneous tissues for closure and then the skin was reapproximated with a stapler. Again, she went on to have multiple. Each time she had surgery, she had 2 or 3 different suture abscesses that would not respond to antibiotics and continue to drain, requiring the irrigation and debridement with removal of suture material. None of this had to be removed deep and every time the incision was done, the continuity of the deep structures were appreciated. It is my opinion that she had some kind of reaction to the suture. The suture was placed as simple interrupted, so in the medial parapatellar arthrotomy, it was sewn in a figure-of-eight. In the deep subcutaneous tissues with #1 vicryl, it was a simple buried suture and with 2-0 vicryl, it was the subcutaneous tissues, it was a simple buried suture. Otherwise, again, she continued to have punctate wound issues only at the levels of the sutures. Every time we found a suture in the bed of the wound, which was consistent with vicryl with the exception on (B)(6) 2024, but it was at a suture site and I did a relatively large irrigation and debridement. Therefore, the suture may have been contained in the soft tissues. But right now, she is currently on suppressive antibiotics and doing okay and her laboratory indices have almost normalized. The condition of her tissue was good. She does not have peripheral vascular disease and it was not because of poor tissue. Usually with vicryl, we throw 4 square knots as far as our tying technique. We used the usual sterile prep with duraprep. During the wound I and ds as well as the primary surgery, we washed out with antibiotic solution with vancomycin. We used experience as well. There is also 500 mg of vancomycin powder placed down the femoral canal and 500 mg down the tibia! Canal on the original surgery and another gram is placed into the joint. No allergy testing was done.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report?

Event description:
It was reported by the patient that they underwent a total knee replacement on (B)(6) 2023 and suture was used. The patient experienced inflammation, itching, and infection throughout the year that had resulted into prescribed antibiotics throughout the stretch to help clear it up and with the antibiotics not being effective it had led to 2 additional surgeries of having to reopen the knee. The patient stated that it is believed from the surgeon that the suture was the reason for the cause. Patient reported it has caused additional issues such as excessive pto use, emotional distress and constant frustration due to the matter. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: patient developed a stich abscess and underwent incision and drainage on 1-jun-2023. Patient also underwent arthrocentesis of right knee and debridement of the wound. Irrigation and antibiotics used and re-sutured with prolene suture. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Please describe any medical/surgical intervention required for this suture event including re-operation, medication names, dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number of vicryl suture?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the patient reported she will be having another surgery to remove another vicryl stitch aug 8th which is about 18 months post op. This will be the 4th time she has needed to be re operated on to remove the suture.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, g4, additional information: c1, h6 health effect ¿ clinical codes. Additional information was requested, and the following was obtained: I have stated that I'm a part-time employee and do not get pto. I work as many hours as possible up to 30 plus a week so when I have to have 4 extra surgeries it was all unpaid. I also don't think you realize how low my mental health got as I was ready to die of sepsis rather than having another surgery. I was doing amazing with my weight loss and had loss 40lbs but due to my mental health regained 30lbs of that. I'm just now getting that back down my surgeon is the chief of the or and has been a surgeon for decades. He has never had issues like this until he used your vicryl sutures containing the chemical triclosan. I'm looking for the lot number still. It's also hard to send in used sutures after it took 2 extra surgeries and 8 months and some research after my initial surgery on (B)(6) 2023.